Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient was in the hospital because he felt a strong surge that radiated from his left chest where the implantable neurostimulator is placed into his left arm on (B)(6) 2020. The patient described the surge as a tingling sensation. The patient was not getting effective coverage on the right side (0-7 lead) starting in 2020. The manufacturer representative noted on (B)(6) 2020 that the device was not programmed on the 0-7 side, so she programmed the 0-7 lead during the appointment on (B)(6) 2020. She ran impedance at 0.7v and indicated that the results show electrodes 4 8 11 and 15 are greater than 10000 ohms. The manufacturer representative reran impedances at 3v and provided the following values: reference 0, 4 4000ohms 8 13000ohms 11 15000ohms 15 37000ohms.  Reference 4, 0 - 3 4000ohms 8 21000ohms 11 21000ohms 15 40000ohms. The manufacturer representative indicated that she was able to program so that the patient was getting effective therapy.